Manufacturer narrative:
Initial reporter corrected data: initial report inadvertently listed incorrect initial reporter.

Event description:
It was reported that the patient's generator was replaced due to battery depletion. The explanting facility historically discards explanted products; therefore, return of the suspect product is not expected to date. No further relevant information has been received to date.

Event description:
It was reported that the patient was referred for vns generator replacement and their wife believed their seizure frequency had increased. The patient's wife indicated that the patient's generator battery needed to be replaced due to the increase in seizures. Multiple attempts were made to obtain additional information; however, no further relevant information has been received to date. No known relevant surgical intervention has occurred to date.